Event description:
It was reported that the user experienced recurrent severe highs and lows in blood glucose after initiating therapy with the ilet pump and elected to discontinue and return the device after consultation with her endocrinologist and transition to alternative therapy. Symptoms included hypoglycemia with nocturnal episodes causing sleep disruption and hyperglycemia episodes. Outcomes included device discontinuation and product return through the established process. Investigation included review of case records and return logistics. Investigation of this case revealed no documented device alarms and no device performance anomalies reported to the manufacturer, while the specific cause of the hypo- and hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.